Event description:
It was reported that a pt underwent an endoscopic thoracic surgical procedure on (B)(6) 2010. During the procedure, the needle broke. The needle was found with radiographic imaging and removed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch cd8ldtp0, mfg date: 05/17/2010, exp date: 04/30/2013. Batch ce8cjlp0, mfg date: 05/25/2010, exp date: 05/31/2013. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.